Manufacturer narrative:
The device system was returned; however, analysis is not needed. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision. The system was explanted, due to infection. There were no additional adverse effects reported.